Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
Concomitant medical products: unknown implantable hardware (implant (B)(6) 2006). (B)(6). (B)(4).

Event description:
It was reported that the patient underwent two decompressive laminectomies-one in 2005, the other in 2006. Eight months later, the patient underwent a revision l4-l5 decompression with a tlif entry. Fourteen months later, the patient underwent a revision decompression at right l5, the additional level decompression at l4, the additional level decompression at l6, and the intraoperative use of microscope; reportedly, rhbmp-2/acs was used in the surgery. Reportedly, the patient suffers from ectopic bone growth, chronic pain syndrome, difficulties walking, difficulties standing, difficulties sitting, difficulties sleeping, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with lumbar degenerative disk disease. Lumbar stenosis. Lumbar radiculopathy. Post-laminectomy syndrome. The patient underwent the following procedures: revision l4 laminectomy. Revision l5 laminectomy. L4-5 posterior lateral fusion. L4-5 posterior lumbar inter-body fusion/transforaminal lumbar interbody fusion. L4 osteotomy. L4-5 biomechanical interbody spacer. Segmental spinal instrumentation. Autogeneous bone graft- local morcelized bone. Intra-thecal injection of morphine sulfate. Human recombinant bone morphogenic protein. As per op notes, "the spinous processes of l4 and l5 were removed. The lamina of l4 and l5 was excised. The inferior facets at l4 were removed. Osteotomy was performed and bone was saved for morcelixation in preparation for autogeneous grafting. Decompression was carried out. The l4-5 disk was degenerative and an annulotomy was carried out. Pedicle screws were placed at l4 and l5. Decortication was carried out and the human recombinant bone morphogenic sponges wrapped around autograft and allograft were packed along the posterior lateral gutters. More morselized bone graft was packed posterior to the bmp sponge. The pedicle screws were placed. A synthes-peek 13 mm lordotic cage filled with human recombinant bone morphogenic protein and autograft was placed into the disk space. Prior to placing the inter-body spacer, another bmp sponge wrapped around autograft was placed in the anterior disk space. The cage was placed and more graft was placed posterior to the disk space. The construct was placed into compression mode across the rods which had been contoured into lordosis." No patient complications were reported.

Event description:
It was reported that on (B)(6) 2005, the patient presented for a decompressive laminectomy. On (B)(6) 2006, the patient presented for another decompressive laminectomy. On (B)(6) 2006, the patient presented for a revision l4-5 decompression with instrumented spinal fusion/tlif using rhbmp-2/acs. On (B)(6) 2007, the patient underwent a revision decompression at right l5, l4, and l6. The patient returned home but her pain and difficulties standing and sitting did not subside. The patient now suffers from chronic pain syndrome, difficulties walking/standing/sitting/sleeping, and narcotic dependence from pre scribed pain killers.